Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service, the lcd display was found to be blank. The device's lcd display was replaced to address the issue.